Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. Customer treated their blood glucose with an insulin pen. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. The mother declined further troubleshooting for the insulin pump. Customer's blood glucose was 100 mg/dl at the time of the call. The mother declined to return the insulin pump for analysis.